Event description:
It was reported that during a da vinci si surgical procedure the prograsp forceps instrument was noted to have a broken cable. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the pitch cable being broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. The cable is broken inside the housing by the clamping pulley. Additionally, scratches on the maintube were observed. The distal end of the main tube has various scratch marks with light material removal. The scratches are short in length and not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. Based on this, no additional follow up is required. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.